Manufacturer narrative:
No additional information is available at this time. If additional information becomes available, this report will be updated.

Event description:
Boston scientific received information that during a device implant procedure high out of range shock impedance measurements were reported. The set screws were checked three times and appeared to be adequately tightened. Upon checking again, normal impedance measurements were reported from the rv lead to the cardiac resynchronization therapy defibrillator (crt-d) device. The lead and device will continue to be monitored. No adverse patient effects were reported.